Event description:
The customer reported that the system locked up repeatedly during use. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply was evaluated and the calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.